Event description:
It was reported that during treatment with a polyflux 210h, the dialyzer was observed to be leaking from the bottom cap and the blue dialyzer line was inspected and screwed on properly with no issues. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Initial reporter phone no: (B)(6). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.